Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 1253mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's caregiver had reported that the patient had a severe infection at the pump incision site and the pump was breaking through the skin. No diagnostics were performed. On (B)(6) 2016, the hcp removed the pump and the pump segment from the left side. He then placed a new pump and pump segment on the right side and spliced into the existing spinal segment. At the time of the report, the issue was resolved and the patient's status was alive - no injury. The hcp indicated they had never seen the patient prior to the urgent surgery that was performed on (B)(6) 2016. A different doctor had done prior surgery and managed the patient's intrathecal baclofen therapy. The complete drug information, other medications, pertinent medical history, and onset were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.